Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was leaking the following information was received by the initial reporter with the following verbatim: customer noted: while performing cares, noted infant's swaddle was slightly damp. Traced lines and felt moisture on lipid filter. Replaced filtered and changed out swaddle blanket.

Event description:
Material # 20129e lot # unknown, it was reported by customer that they noted infant's swaddle was slightly damp. Traced lines and felt moisture on lipid filter. Verbatim: rcc received a complaint via email. Product 20129e lot h37020129e1b bd extension set smallbore tubing 1.2 micron low protein binding filter. Customer noted: while performing cares, noted infant's swaddle was slightly damp. Traced lines and felt moisture on lipid filter. Replaced filtered and changed out swaddle blanket. This was a problem with the same tubing different lot number in november 2023. Regards.

Manufacturer narrative:
The customer reported that the lipid filter was leaking, and returned two used sets of material 20129e. Upon initial visual examination, the sets had no defects or abnormalities. The sets were infused with water, but no leak was observed, and the complaint was not verified. Based on previous failures, the filter leak can be caused by the air vent membrane losing its hydrophobicity. The potential root cause for this is the drugs/solutions used have low surface tensions, below 30 dynes p/cm. This affects the hydrophobicity and causes the filter to wet out. The root cause is potentially related to the user drugs/solutions.